Event description:
Customer reports she is unable to push the plunger of the softclix plus lancet device down all of the way. No accidental needle stick occurred. The customer did not provide the location where the malfunction occurred, or how long it had been occurring for. No adverse event reported. Upon eval by the MFR, it was confirmed that the lancet does not retract. Requested return of suspect device and replacement was sent. Softclix plus lancet lot number bas020.

Manufacturer narrative:
The suspect product is the softclix plus lancet.